Event description:
It was reported that the patient underwent surgical intervention due to the device not working properly. Upon explant, there was a crack in the right cylinder connecting tube identified, and the pump was replaced. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually inspected with no abnormalities or leaks found. The pump tubing had been cut down to the pump block and was not returned for analysis. Functional testing confirmed that the pump did perform within specifications. Based on the information available, the analysis could not confirm the reported allegations and a conclusion of cause not established was chosen.

Event description:
It was reported that the patient underwent surgical intervention due to the device not working properly. Upon explant, there was a crack in the right cylinder connecting tube identified, and the pump was replaced. There were no patient complications reported.